Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a translucent and flexible particulate was returned. Visual inspection confirmed the complainant¿s experience of a piece of a particulate inside the bag. The particulate was identified as a piece of kim wipe. Based on the condition of the returned particulate, it is possible that the particulate introduced into the bag as the device was cleaned during manufacturing. It is also possible that the unit falsely passed visual inspection as the bag was rolled and inserted inside the tube and the piece was small. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: during surgery, the surgeon noticed a piece of plastic inside the bag. The piece of plastic was removed and saved, and the procedure was completed normally with the same device with no further issue. No patient injury. Only the plastic piece was saved, the rest of the device discarded. Account manager will return plastic piece for investigation purposes. Additional information provided by [name] on 24apr2024 via email: from what I was told they noticed the piece when they placed the specimen in the bag. I am attaching a photo for reference. The piece appears to be semi translucent and flexible. Intervention: the case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event unit has returned to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: during surgery, the surgeon noticed a piece of plastic inside the bag. The piece of plastic was removed and saved, and the procedure was completed normally with the same device with no further issue. No patient injury. Only the plastic piece was saved, the rest of the device discarded. Account manager will return plastic piece for investigation purposes. Additional information provided by [name] on 24apr2024 via email: from what I was told they noticed the piece when they placed the specimen in the bag. I am attaching a photo for reference. The piece appears to be semi translucent and flexible. Intervention: the case was completed with the same device. Patient status: no patient injury.